Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured december 18, 2015 ¿ december 19, 2015. The device was received for evaluation. Visual inspection identified that the tubing was separated from the y-site clearlink. The reported condition was verified. This was determined to be due to manual assembly. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo solution set "pulled out" of the luer activated valve. This occurred during priming with saline solution. The reporter stated that the molding that connects the luer activated valve to the tubing was intact, without any sign of cracking. The disconnected tubing was reported to be "smooth without evidence of glue." There was no patient involvement. No additional information is available.